Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal procedure on (B)(6), 2011. According to the complaint, it seemed the guidewire had "bubbly" area. During the procedure, a black and yellow piece of the guidewire had detached in the papilla, confirmed by endoscope image. The guidewire was removed and the distal tip appeared to be damaged. The detached piece was removed from the papilla by suction. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "good." (B)(4) the site stated that they had not used a boston scientific guidewire in this patient in the past, and clarified that they thought the piece may have been peeled coating. Investigation results revealed no damage to the guidewire. Complaint is no longer considered reportable.

Manufacturer narrative:
A visual examination of the returned device revealed no anomalies were observed. The ptfe jacket showed no evidence of damage. The circumstances under which the black and yellow piece fell off cannot be determined since the unit returned did not show any evidence of damage. Also it is important to mention that according to the costumer, the foreign body found (black and yellow piece) was never confirmed to have been guidewire coating (ptfe jacket); therefore, the most probable root cause will be documented as not confirmed. A similar complaint trend review revealed that no other complaints were reported for the lot number 14113148.

Manufacturer narrative:
Although the patient's exact age is unknown, he is over 18 years of age. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal procedure on (B)(6), 2011. According to the complaint, it seemed the guidewire had "bubbly" area. During the procedure, a black and yellow piece of the guidewire had detached in the papilla, confirmed by endoscope image. The guidewire was removed and the distal tip appeared to be damaged. The detached piece was removed from the papilla by suction. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "good."